Manufacturer narrative:
(B)(4). Punctured. The curved band with 45cm of catheter and the velocity port with the locking connector and 4cm of catheter were returned for analysis. Upon visual inspection, it was observed that the band was returned cut on the shell. No puncture or tear were observed around the balloon or catheter. A balloon leak test was performed with a successful result; no leak was found on the balloon or catheter. The actuator ring from the velocity port was returned in locked position, hooks were deployed. Locking connector was returned in locked position. Upon microscopic evaluation, it was noted that the catheter was punctured one time, probably performed by a needle during a adjustment, it was also observed that the septum was punctured 14 times. A blockage test was performed on the injection port with a successful result, no blockage was found. A leak test was performed on the injection port and the catheter with an unsuccessful result, leak was found in the band tubing (catheter). It was noted that damage to tubing during band adjustments may occur if the huber needles are introduced without identification of port placement via palpation or fluoroscopy. A functional test was performed on the injection port with a successful result. Hooks were fully deployed and retracted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that post implant a realize band, patient began experiencing difficulty with her fills and leaking in (B)(6) 2011. Two fills were done under fluoroscopy and a leak could not be physically seen. The fluid did not stay in the band. The band was placed at with no impact to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.